Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6)2022 a 12.1mm, vicmo12.1, -12.0 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted and removed intraoperatively with no patient injury. A replacement lens was later implanted and the problem resolved. In the reporters opinion the cause of this event is unknown.